Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the handpiece overheated because water was not circu lating during a tympanoplasty procedure. There was a procedure delay of 1 to 2 hours. The procedure was completed with a backup device. There was no patient impact.